Event description:
The customer reported the system displayed intermittent motion errors and printer problems. No report of patient and or staff injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The system's motions were calibrated and the printer replaced. The system was then found to be operating as intended.